Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer was able to determine he customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the unit is alarming vent inop (inoperable) and there is no gas delivery. The customer reported the issue was found before use. There is no report of patient involvement associated with the event.

Manufacturer narrative:
The failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the reported issue was able to be duplicated. The solenoids for pt800 are slow to respond. This issue will be internally investigated within vyaire.